Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized for 3 days due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017 with blood glucose of 560 mg/dl at the time of the incident. Customer suspects the incident was due to a serter misfiring and a bent cannula. The customer was at 75 mg/dl at the time of the call. The customer used the pump to treat. The customer experienced symptoms such as vomiting, trouble breathing, and stomach pain. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.